Event description:
(B)(4). I just got some other results back and was tested positive for (B)(6) and now I have a severe case of bacterial vaginosis with severe swelling of my labia and (B)(6).

Event description:
(B)(4). Severe cramping, hair loss, tooth deterioration, irregular monthly cycles, chronic migraines, frequent urination, bruising rapidly on all extremities and abdomen.